Event description:
It was reported that a spectrum iq infusion pump had an upstream occlusion alarm that did not signal the user that there was no flow to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information was provided from the reporter stating the device alerted one upstream occlusion alarm while infusing versed gtt. The user pressed the yes soft key indicating drops were flowing and no kinks in the tubing and then pressed run. After shift change, the pump alarmed that infusion was complete, however the bag was noted to be full. The tubing had become pinched in controlled substance security box. 'Medication did not infuse x5 hours', pump did not alarm upstream occlusion/signal the user there was no flow to the patient after the first alarm had been cleared. The pinched tubing was freed from box and infusion was restarted. The neuro critical care unit (ncc) team and supervisor were made aware. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported failure to detect upstream occlusion was not reproduced. The device was evaluated for upstream occlusion detection test and the device passed. The history log revealed an infusion of midazolam was programmed on the reported event date at a rate of 20 ml/hr. The pump ran for 5 hours at that rate. An upstream occlusion alarmed 10 minutes after the start of the infusion. The upstream occlusion alarm was cleared and then the infusion ran to completion. The customer noted the tubing was pinched which could contribute to undetected upstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The spectrum's operation manual warns the user that "ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions." Flow accuracy testing was performed during evaluation and delivered within intended range. The reported problem is currently in scope of an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.